Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device had a failed accuracy test 13.1%. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement.

Manufacturer narrative:
D9: product received date 7/16/2024. H3: one device was returned for repair in used condition. This device has not been in for service in the review period. No applicable evidence to review in the event history. Visual and functional testing was performed. The reported problem that device fails accuracy test 13.1% was duplicated, and the cause was the expulsor. Replaced the expulsor to correct the problem. The device passed all functional tests after repair.